Event description:
The customer stated the architect ca19-9xr reagent generated falsely elevated patient results. Some patients went through colonofibroscopy due to the elevated results. No specific number of patients was provided and no impact to patient health was reported.

Manufacturer narrative:
(B)(4): (patient went through colonofibroscopy); (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.